Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0g6wa, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the patient always had urinary tract infections (uti) so she had the device implanted to help with that issue, but the device never worked for the patient, and she never had therapeutic effect. The patient got a uti and it jumped into her blood stream. The patient died on (B)(6). One of the reasons she died was because of sepsis. Relevant medical history includes urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient's death was not related to their device. The hcp had no further information at this time.

Event description:
Additional information received from the healthcare provider (hcp) reported they were not aware of the patient's death. The hcp was going to try to learn the cause of death and call back.